Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: tyrx envelope implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.